Event description:
Left-side ultrasound detected rupture.

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra was not able to perform analysis on this device because the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.